Event description:
Used fixodent from 2008 until 2009. While I was using it, I began experiencing numbness and tingling in my extremities. In 2008, I was diagnosed with neuropathy. Blood was tested at time. Showed that I had high levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: once a day, route: oral. Dates of use: 2008 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped; no.